Event description:
The lay reporter/daughter called lifescan (lfs) in 2005 and alleged that the pt's meter was set to the incorrect unit of measurement. The reporter stated that the pt has not tested regularly on the meter for 2 yrs because she felt it was inaccurate. She was using the meter as a back-up meter to another non-lifescan meter. She was unabble/unwilling to report if the pt suffered an injury. The reporter stated that her mother was "stressed" from the problems with the meter but no symptoms or treatment was reported. The pt does not recall if her meter was already set to mmol/l when she obtained it.